Event description:
It was reported that high, out of range pacing lead impedance was observed. The rv lead was replaced. The new rv lead tested normal with the system analyzer, however when connected to the device, the high out of range pacing lead impedance returned. The connection was tested and the high impedance remained. The device was explanted and replaced, and the impedance measurement was normal.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was observed. The cause of the field event was due to an anomalous transistor.